Event description:
It was reported that the patient experienced stimulation in the wrong location following neurostimulator replacement. Stimulation was supposed to be in the lower back, but the settings only lasted a few hours to a couple of days before the patient would feeling it in the legs and feet. The patient turned the stimulator off at night because the stimulation in his feet was too painful. It was noted that the patient experienced falls and had fallen on the implant. The patient was told that a lead revision might help, and was looking for a doctor. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 399930 lot# v003285 implanted: (B)(6) 2006 explanted: na; extension model 748940 serial# (B)(4) implanted: (B)(6) 2006 explanted: na; extension model 748940 serial# (B)(4) implanted: (B)(6) 2006 explanted: na; adaptor model 74002 lot# n251257 implanted: (B)(6) 2011 explanted: na; programmer model 37743 serial# (B)(4); recharger model 37752 serial# (B)(4).